Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was taken to the emergency room due to a painful foot. Upon arrival to the ER, the patient was sweating and ¿near unconsciousness¿. The patient¿s cgm was reading 77 mg/dl and the bg meter was reading 38 mg/dl. The patient was wearing the omnipod dash insulin pump (non-integrated). The patient was treated with IV glucose. The patient was discharged the following day (specific hours in the ER was not reported) and was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.